Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data. Please see updates fields: d3, g1, & g4.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
Via social media the user reported 7 test that generated negative results and the 3 people who took the test tested positives over 3 days. No additional patient information, including treatment and outcome, was provided.